Event description:
It was always possible to aspirate the sheath without air bubbles, but most of the saline fluid from the flushing system came out of the hemostatic valve.

Manufacturer narrative:
The returned device was tested and passed the inspection as per specification. The leaking valve reported could not be reproduced. The visual inspection showed that the shaft was intact with no apparent issues. Many aspiration / injections performed without having air bubbles or leaks, the hemostatic valve was leak tight.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.